Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug (concentration and dose also unknown) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 that the patient's pump needed to be refilled and that the refill date was a couple of weeks ago. It was stated that because the refill date was a couple of weeks ago, the patient had been in pain. The reason for the call was to get a healthcare professional (hcp) in the patient¿s area that could help refill the pump since the patient¿s previous hcp¿s office was closed. It was related that they had already tried calling another hcp but that hcp was not taking on any patients from the previous hcp. It was noted that a different clinic was willing to take on the patient but they needed a referral and the previous telemetry printout for the patient. Physician listings were requested and provided. An out of box failure was not reported and a medical or therapy problem associated with small parts was not reported. The date of the event was (B)(6) 2017, a couple of weeks ago. It was noted that when the call was transferred it was mentioned that the patient had a morphine pump but when asked, the consumer did not know the drug type, dose, or concentration. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-nov-14. It was reported that they thought the patient had found a new managing physician and that they would call back with that information. The consumer then called back again and stated that the patient had not had their pump filled and the issue was not resolved. The patient was still in pain. The patient¿s weight was about (B)(6) and it was noted that the patient had lost a lot of weight. They had spoken with doctors at a new facility and they would fill the pump if they had the pump information and a referral. The patient got a referral and now needed records. It was noted that the consumer would call back if they found the contact information for the new facility. No further complications were reported or anticipated.